Event description:
Unomedical reference number (B)(4). Event occurred in the colombia it was reported that, the patient's mother stated that was hospitalized due to high blood glucose levels (bg). The patient's bg at the time of the incident was +400 mg/dl, and their current bg at the time of the call was 270 mg/dl. The patient was admitted to hospital on (B)(6) 2024 and stayed for 3 days and was treated with intravenous insulin infusion for high bg. The hospitalization was due to ketoacidosis, and the patient reported feeling sick. The infusion set was last changed on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient city: bogota. Patient country: colombia.